Event description:
The home patient (hp) contacted baxter on (B)(6) 2011 and reported that she had peritonitis. On (B)(6) 2011, baxter contacted the peritoneal dialysis rn who reported the patient had recurrent peritonitis in (B)(6) 2011. The patient was hospitalized from (B)(6) 2011 and then again from (B)(6) 2011 for ongoing peritonitis. The patient was treated with fortaz (ip) dates of treatment and dose unknown. The nurse reported the pd catheter was removed during the second hospitalization and she was started on hemodialysis. She did not have any information related to the cause of the peritonitis. She stated the patient had not been performing her pd therapy as ordered by her physician. The nurse reported that the physician switched the patient to hemodialysis because he did not feel the patient was capable of performing pd therapy on her own. There was not exit site infection. There was no allegation against any baxter solution or device. No further information was available.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was undetermined. A batch review of the potentially associated lot number (gd882639) revealed no exceptions during the manufacturing process. Baxter has received similar reports for the reported problem. Additional investigation is being conducted through ncr (B)(4).

Manufacturer narrative:
(B)(4). As the patient discards supplies after each use, a sample was not available for evaluation. Follow up information will be submitted as it becomes available.